Event description:
It was reported that the patient experienced a dissection. The patient presented with st-elevation myocardial infarction. The target lesion was located in the mid right coronary artery (rca). A 3.00 x 24 synergy drug-eluting stent was deployed in the blockage at 16 atmospheres and was post dilated with a 3.5x12 nc quantum apex to 16 atm. Another stent was also placed in the left anterior descending artery. Approximately 30 minutes after the patient went to recovery, the patient began having severe chest pain and was returned to the cath lab. It was found that the rca stent was occluded. The stent was wired with a choice pt extra support and a 3.0x12 nc quantum apex balloon catheter was used to reopen the artery. Angiojet was used to remove clot from stent and distal artery and a non-bsc intravascular ultrasound (ivus) was used to interrogate the stent. A small dissection was noted on ivus at the very proximal end of the stent. A 3.5x8 synergy was placed in an overlapping fashion to the 3.0x24 synergy and both stents were post dilated with a 3.5x8 nc quantum balloon catheter. The stent was viewed again through ivus to confirm apposition, expansion and lack of dissection. The patient was never shocked and is now pain free.